Manufacturer narrative:
No further follow up is planned. This report is associated with 1819470-2011-00108, since there is more than one device implicated. Evaluation summary the consumer reported on behalf of a male patient reported that the injection button of his humapen luxura hd device was cracked. The patient experienced increased blood glucose levels. The device was not returned for investigation (batch (B)(4), manufactured december 2009). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of for the batch did not identify any atypical trends with regard to device broken or dose accuracy. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy. There is no evidence of improper use or storage.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) asian male patient. Medical history and concomitant medications were none. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (humulin 70/30) 300iu from a cartridge via two reusable pens (humapen luxura hd), 9 in the morning and evening subcutaneously (units were not provided), for the treatment of diabetes, beginning in 2011. He also received human insulin isophane suspension (rdna origin) 300iu (humulin n) from a cartridge via two reusable pens (humapen luxura hd) 11 in the morning and 8 before sleep subcutaneously (units were not provided), for the treatment of diabetes, beginning in 2011. On an unspecified date, time to onset unknown, he had high blood sugar (results, units and reference ranges were not provided) and was hospitalized on (B)(6) 2016. He was discharged on (B)(6) 2016. Laboratory findings were not provided. This event was also considered serious due to medical significance. On (B)(6) 2016, it was noticed that the injection button of one humapen luxura hd was broken down ((B)(4)/lot 0912g01) and the following day, the second humapen luxura hd was described as have a cracked cartridge holder ((B)(4) lot 0912g01). Corrective treatment and outcome of the event were not provided. Human insulin isophane suspension 70%/ human insulin 30% and human insulin isophane suspension therapies were continued. The user of the two humapens luxura hd and his/her training status were not provided. The general and reported duration of use of the humapens luxura hd were five years. The devices were not returned. The reporting consumer did not know if the event was related to human insulin isophane suspension 70%/ human insulin 30% or human insulin isophane suspension or to the two humapens luxura hd. Update 27apr2016: upon review, this case was opened to update the medwatch and complete the european and canadian required device reporting elements for regulatory reporting. Update 16may2016: additional information received 22apr2016 from the global product complaint database added the (B)(4). Update 19may2016: upon review, this case was opened to correct the product complaint association within the narrative, and to update the complaint description. Update 24may2016: additional information received on 24may2016 from the global product complaint database added the device specific safety summary and manufactured date for both devices; added the devices were not returned; updated the medwatch and european and canadian required device reporting elements fields; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2011-00108, since there is more than one device implicated.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) asian male patient. Medical history and concomitant medications were none. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (humulin 70/30) 300iu from a cartridge via two reusable pens (humapen luxura hd), 9 in the morning and evening subcutaneously (units were not provided), for the treatment of diabetes, beginning in 2011. He also received human insulin isophane suspension (rdna origin) 300iu (humulin n) from a cartridge via two reusable pens (humapen luxura hd) 11 in the morning and 8 before sleep subcutaneously (units were not provided), for the treatment of diabetes, beginning in 2011. On an unspecified date, time to onset unknown, he had high blood sugar (results, units and reference ranges were not provided) and was hospitalized on (B)(6) 2016. He was discharged on (B)(6) 2016. Laboratory findings were not provided. This event was also considered serious due to medical significance. On (B)(6) 2016, it was noticed that the injection button of one humapen luxura hd was broken down and the following day, the screw rod of the second humapen luxura hd was also broken down ((B)(4) lot 0912g01). Corrective treatment and outcome of the event were not provided. Human insulin isophane suspension 70%/ human insulin 30% and human insulin isophane suspension therapies were continued. The user of the two humapens luxura hd and his/her training status were not provided. The general and reported duration of use of the humapens luxura hd were five years. If humapens luxura hd were returned, evaluation would be performed. The reporting consumer did not know if the event was related to human insulin isophane suspension 70%/ human insulin 30% or human insulin isophane suspension or to the two humapens luxura hd. Update 27apr2016: upon review. This case was opened to update the medwatch and complete the european and canadian required device reporting elements for regulatory reporting.